Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the sonicbeat front-actuated grip tissue pad came off. Upon further evaluation, there was no peeling or falling off of the tissue pad; therefore, this was determined to be a non-reportable malfunction. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sonicbeat front-actuated grip tissue pad came off. There were no reports of dropouts. The issue occurred during the procedure. A similar device was used to complete the procedure. There were no reports of patient harm.